Event description:
It was reported that the patient had a large, pocket hematoma. High capture threshold was observed. Lead perforation with no pericardial effusion was noted via x-ray. The leads were explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
Analysis was normal. No anomaly was found. A lead tip stiffness test was performed and the lead was found to be within specification.